Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage inside the force sensor resistor . Moisture damage found on the motor also. Pump had high stop current test and run current test due to moisture damage on the electronics. Pump passed the displacement test. Unable to verify no reservoir alarm, unexpected restart alarm or perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. All buttons functioning properly. No damage in keypad assembly noted. No button error alarm noted. Inspected lcd connector and no unlocked connector noted. The insulin pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a clock monitor frequency error. The customer¿s blood glucose was 67 mg/d at the time of incident and treated with food. Customer stated that the insulin pump alarmed button error and clock monitor frequency error while hiking and the buttons were unresponsive. Button error troubleshooting was performed and confirmed that time is advancing. Customer declined clock monitor frequency error and low blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.